Manufacturer narrative:
It was reported that a 75-year-old male patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During an internal review, it was noticed that both baylis nrg transseptal needle and carto 3 system concomitant products were omitted in error. The concomitant products section has been updated. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) male patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis.during the procedure, during the ablation phase, a steam pop occurred. The investigational analysis completed 12/5/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no visual damages or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, during the ablation phase, a steam pop occurred. The patient¿s blood pressure dropped, and a cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 650 cc of fluid. Extended hospitalization in the intensive care unit was required for monitoring. Patient has fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was product malfunction related due to the steam pop. Transseptal puncture was performed with a baylis nrg transseptal needle standard curve. Ablation was performed prior to noticing the cardiac tamponade. Flow setting was 15 ml/min. Graph, dashboard, vector, and visitag visualization features were utilized. Visitag parameters were range 3 mm range, time 5 sec, no force over time used, tag size 2mm and color options were time 5 sec to 20 sec. There were no errors on any biosense webster inc. Equipment during the procedure.